Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with naked eye noted that the perforation was opened on the bulk pack over pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the overpouches of ten (10) ultra set disposable disconnect y-sets were damaged. The damaged overpouches were discovered at home prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.